Manufacturer narrative:
See scanned pages.

Event description:
The implantable neurostimulator never worked properly. In 2005, approx 20 months after implant, the device began shocking the pt. The pt was unable to use the device since that time. The pt lost access to her programmer and had not way to turn the device off by herself. The hcp arranged for the pt to come to the clinic to turn the device off. Device explant was scheduled in 2009. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.